Event description:
It was reported that the programmer powered up to a system error and would not boot to the main screen. The programmer was returned to service. It was indicated that there was no patient involvement.

Event description:
It was reported that the programmer powered up to a system error and would not boot to the main screen. The programmer was returned to service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer powered up to an error. As a result the x-y printed circuit board was replaced and calibrated. (B)(4).